Manufacturer narrative:
The complaint was visually verified based upon examination of photographs of device submitted with the report. Further evaluation and testing was not possible as the device was not returned. A review of manufacturing records could not be performed as no lot number was provided. A definitive root cause for the breakage could not be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the 4.5 endobutton reamer head snapped in the femur on its first pass over the correct guide wire. A back-up reamer was used from outside in to dislodge the head and complete the reaming. A 15 min. Delay was reported. There was no injury to the patient reported.